Manufacturer narrative:
The bed was retired and scrapped prior to the facility reporting the incident.

Event description:
It was reported to the manufacturer by the end user, per the end user, facility contacted and wanted details about a past rental because of an injury. Facility said they had someone that obtained a fracture and they wanted the details on the product on rental and if the rails were up or down and our protocol/manufacturers guidelines. Upon speaking with the facility, the resident fell out of bed, was taken to the local ER for evaluation and sustained a fracture. The facility was unable to answer any additional questions about the incident. Complaint#(B)(4) was entered into our system.